Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a full infusion set change using contact detach lot 6009718, the user experienced a painful, stinging insertion followed by progressive hyperglycemia, with blood glucose reaching 345 and remaining elevated for about three hours despite ilet high alerts. Symptoms included localized insertion pain at onset with the user otherwise feeling okay. Outcomes included no outside assistance and no medical intervention. Investigation included troubleshooting and user education, with guidance to perform a complete supply change to a different site and use maximax comfort to address a suspected site or infusion issue. Investigation of this case revealed that hyperglycemia occurred following a painful insertion at a lower back site, consistent with a potential suboptimal infusion site or set performance, though a definitive cause was not identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.